Event description:
A patient reported they were unconscious twice and when pt woke up, the paramedics were there. Once pt was admitted to the ER and the other time chose not to go. Their meter allegedly had missing segments. The result on their meter was results unknown. The result on the: no comparison. The time difference between patient's meter and: no comparison. Treatment was when: at ER was given IV. Customer cannot remember if food and/or drink. No further information has been reported.